Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 2 months post implant of bard flat mesh, the patient was diagnosed with infection, mesh migration and abscess thereby underwent open repair with the removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, infection, mesh migration as possible complications. The warnings section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require the removal of the mesh. Note, date of manufacturing (15-jan-2009) is considered as best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010 - the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2010- patient was diagnosed with epigastric hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿redundant tissues were trimmed away and flaps were mobilized. A piece of bard flat mesh was placed onlay in fascial layer and tacked down.¿ (B)(6) 2016 - patient was diagnosed with abscess thereby underwent incision and drainage of abscess. (B)(6) 2016 - patient was diagnosed with wound infection with infected mesh thereby underwent open repair with the removal of mesh. Per operative notes, ¿the mesh was identified, and it was heaped up at different areas. The moderately large piece of flat mesh was dissected off the anterior abdominal wall and the mesh was removed in total. Incision and drainage of wound and debridement of abdominal wall.¿ (B)(6) 2019 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair. Per operative notes, ¿the hernia defect was identified in subxiphoid area and repaired using sutures.¿ attorney alleges that the patient had fistula, infection, pain, hernia recurrence and emotional injuries. It is also alleged that the at time of mesh removal, mesh was heaped up at different areas.